Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer 00786401420 lot 61384808 tm stem 14. Zimmer 00801804003 lot 61123356 versys head 40mm+3.5. Zimmer 00630505840 lot 61157862 longevity liner 40mm, 3.5mm offset. The device will not be returned for analysis, as the device location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00250, 0001822565-2020-01630.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty performed 10 years ago. Subsequently, the patient was revised less than one year ago due to metallosis and trunnion failure. During the revision, a large cyst was debrided from the joint and osteolysis was noted around the proximal femoral component. All components were removed with difficulty but replaced without further complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This is a duplicate of (B)(4). These events have the same surgeons (initial and revision), hospitals, product ID, event dates, pt name, and event detail. All medical record and legal info have been transferred over to (B)(4).

Event description:
This is a duplicate of (B)(4). These events have the same surgeons (initial and revision), hospitals, product ID, event dates, pt name, and event detail. All medical record and legal info have been transferred over to (B)(4).